Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the patient presented with joint instability and underwent a revision surgery to change the poly and patella.